Manufacturer narrative:
H6: investigation summary: it was reported a syringe had graduation flaws. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe out of the packaging blister with a skewed scale marking. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 303552, lot number 1237011. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel printing process was performed. The settings and alignment of the conveyor and drum were correct. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd plastipak¿ syringes experienced flaws making its use unfeasible. The following information was provided by the initial reporter, translated from portuguese to english: during inspection prior to the use of the luer-lock syringe (50 ml), it was noticed that the material had graduation flaws (as shown in the attached image), making its use unfeasible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes experienced flaws making its use unfeasible. The following information was provided by the initial reporter, translated from portuguese to english: during inspection prior to the use of the luer-lock syringe (50 ml), it was noticed that the material had graduation flaws (as shown in the attached image), making its use unfeasible.